Manufacturer narrative:
Event date: (B)(6) 2016. Manufactured june 12, 2015-june 15, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when filling with solution, a large volume infusor leaked from the fill port. There was no patient injury or medical intervention associated with this event. No additional information is available.